Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 20:35 213mg/dl. 20:43 125mg/dl. 20:56 181mg/dl. 20:57 hi mg/dl (which on the system indicates a result in excess of 600 mg/dl). 20:58 132mg/dl. Readings occurred with two different vials of test strips (lot 103393/expiry 12/28/2023 and lot 103549/expiry 03/07/2024 . Customer is not sure which test strips produced each result.

Manufacturer narrative:
Section d4: updated the suspect medical device section with the vial of test strips (lot 103549) that were returned for evaluation. The 2nd vial involved (lot 103393 ) were not returned, therefore no investigation is possible.